Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient was deceased and that the patient¿s death was associated with an unspecified pump malfunction. The date of death was determined to be (B)(6) 2013. On (B)(6) 2016 animas received follow-up information from the reporter stating that the stress of the pump not working caused the patient to have a heart attack. The reporter did not indicate if the patient was using the pump at the time of death or not, and did not specify what type of malfunction occurred. Animas was not previously made aware of any pump malfunction. No further details were provided. Attempts to follow up with the reporter for additional information were unsuccessful. This complaint is being reported based on the allegation that the patient¿s death was associated with an unspecified pump malfunction.